Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). During advancement of the supera stent delivery system, resistance was noted. The device was pulled back to inspect and it was realized that about 0.5 cm of the stent was deployed. No issues were noted during device preparation. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported advancement was not confirmed as it is related to the procedure. Partial deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that when the initial resistance was felt advancing, the delivery system was slightly retracted prior to the unlocking the final deployment causing the stent to partially release. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.